Manufacturer narrative:
Uvision 360, inc. (Hereafter, uvision) performed functional testing at the uvision office. Visual inspection was performed on the returned product as well as product in stock. Testing of the product per IFU instructions and testing of mechanical components were completed on the returned product. The sheath performed as intended, and the malfunction experienced by the user could not be replicated. Uvision additionally reviewed the manufacturing and inspection records for the associated device lot to ensure that the entire device lot met all acceptance criteria prior to release for distribution. Uvision did not consider this a medical device reportable event and therefore did not report this complaint when initially received due to the following: after investigation and inspections of the returned product, there was no evidence the device was defective. No patient harm was observed as a result of the malfunction. Based on the medical advisor's qualified opinion, this malfunction was unlikely to cause serious harm or death to a patient if this malfunction were to recur. The malfunction was evaluated as a possible hazardous situation and failure mode of the device through the product hazard analysis and dfmea. All risks associated with this malfunction were deemed acceptable. Following an FDA routine inspection performed in (B)(6) 2023, the inspector issued an FDA 483 identifying this complaint as a reportable malfunction.

Event description:
Fluid was visibly not flowing through the scope's outflow fluid tube.